Manufacturer narrative:
Investigation summary - bd received two photos for investigation related to lot number 4198325, showing a gel air bubble. Additionally, for lot number 4222994, bd received two photos which show foreign material in a tube, but the lot number is not visible. The exact cause for the customer¿s failure mode could not be determined for either lot. In the retained samples analysis, 90 samples from lot 4198325 were visually inspected, revealing six samples with an air bubble, and no foreign material was found. Similarly, 100 samples from lot 4222994 were inspected, with one sample containing an air bubble, and no foreign material was observed. The root cause analysis indicated that air bubbles in gel can occur when air pockets are present in the gel material or if air is introduced during the dispensing process. Despite this, the defect rate is within acceptable quality limits, and no further action is required. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4198325, for the indicated failure modes: foreign matter - non-biological and gel airbubbles. This complaint has been confirmed for the lot 4222994, for the indicated failure mode: gel airbubbles. This complaint has not been confirmed for the lot 4222994, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 950 tubes and foreign matter was found in 369 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 950 tubes and foreign matter was found in 369 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot #: 4222994. D4. Medical device expiration date: 31-aug-2025. H4. Device manufacture date: 9-aug-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.